Event description:
It was reported that a physician had difficulty disconnecting a transfer set from a patient's titanium adapter. The physician was changing the transfer set when the issue was noticed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported connection issue. A visual inspection was performed which noted an unrelated defect. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the reported problem of connection issue could not be duplicated. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.